Event description:
It was reported that while the pt's stimulation was turned on, the pt experienced a burning sensation at the spinal cord stimulation (scs) ins pocket site. The pt also reported stimulation surges when the pt's interstim device was turned on at the same time as the scs device. It was believed that when the pt had both the scs device and interstim device on at the same time, scs battery drained more quickly than when the scs device was on, by itself. This had been occurring for about one, to one and a half months prior to this report. It was further reported that there was a low, out of range, impedance reading on the pt's scs device. The reading was less than 150 ohms on electrode combinations 2 and 11. All other measurements were within normal range. Electrode 2 was used in some of the scs programming. All impedances for the pt's interstim device were within normal range. The pt reported that the interstim therapy worked well when the ssc device was turned off. No further details, pt symptoms or outcome were provided. Add'l info was requested, but not received at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).